Manufacturer narrative:
Lens was returned in biohazard zip loc bag, in vial, in liquid. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -11.0 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault and angle closure with elevated iop (65 mmhg). This resolved the problem.